Event description:
It was reported the parkinson¿s disease patient received ¿good¿ therapeutic effect following the implant of their device system and was in ¿good¿ condition. In (B)(6) 2014, the patient experienced a return of postural instability symptoms that were ¿the same¿ as prior to receiving their device. The patient¿s programmer ¿couldn¿t be used¿ at that time. The patient¿s leads were then checked by their healthcare provider (hcp) and it was ¿suspected¿ the leads had an ¿open circuit which caused the programmer¿ to be unusable as ¿the stimulator had full power, but the symptoms repeated.¿ as a result, the patient¿s two leads were replaced at the time of report. The patient¿s ¿symptoms got better¿ at that time and they were reportedly ¿good¿ following the replacement procedure. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 3389s-40, lot# va0j6lr, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# va0j6lr, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4). Device evaluation: analysis of the first returned lead found ¿the lead was cut through; however, the returned lead segments were electrically ok.¿ analysis of the second returned lead found ¿the lead was cut through in two locations; however, the returned lead segments were electrically ok.¿